Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the evaluation of the log files. However, the report of suspected thrombus and a specific cause for the reported elevated ldh and a correlation to (B)(6) cannot be conclusively determined. The submitted log files contained data spanning from 14:21:06 on (B)(6) 2021 to 14:09:59 on (B)(6) 2021, per the timestamps. Throughout the captured data, numerous low flow alarms were captured. Despite the alarms, the pump operated above the low speed limit for the duration of the log files, and the system appeared to be operating as intended. A specific cause for the low flow alarms cannot be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. The IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. The hm ii lvas patient handbook (rev. C) is currently available. This document contains a section on ¿alarms and troubleshooting¿ with information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02mar2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having uptrending lactate dehydrogenase (ldh) and subtherapeutic international normalized ratio. The patient was admitted to the hospital to rule out pump thrombus. A log file analysis captured low flow alarms throughout the log. The estimated flow appeared to be fluctuating below the alarm threshold of 2.5 liters per minute. The alarms seemed to be physiological in nature. The patients speed was increased from 8600 to 8800. An additional log file analysis captured low flow alarms on (B)(6) 2021.